Event description:
Underdelivery reported. This was noted during routine biomedical engineering preventative maintenance testing. When the expected delivery amount was 20ml, the pump reportedly delivered 18ml. There were no reports of any problems while the device was in pt use.